Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1314492-2025-02087. All information can be found under manufacturer report number 1314492-2025-02087. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused total parenteral nutrition(tpn) by 5hours during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.